Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The service engineer (se) replaced the main printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during preventative maintenance the ht50 ventilator battery failed. The ventilator was not in use on a patient at the time of the reported event.